Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was rebooting without providing battery alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a review of the black box showed one unexpected reboot on 05/17/2015. The returned battery cap was undamaged and was used to complete investigation. Investigation revealed that the battery compartment was cracked. The battery cap was secured and unscrewed a half turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power interruptions and no errors, alarms, or warnings. The pump cover was removed and no internal defects were found. The complaint of a power issue could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.